Event description:
Caller states, the compact meter produced a result of 700mg/dl. Numeric reading range of device is 10mg/dl to 600mg/dl; values > 600mg/dl should display as "hi". No information provided on any action/inaction taken based on device result. No adverse event reported. Result was not found in device memory caller states. Requested return of suspect device and replacement was sent.